Event description:
Additional information received reported the cause of death assessment provided on multiple organ failure as : not related to procedure, devices, disease under study and underlying condition or disease. The rationale for the relationship to system or procedure: he wasn¿t in good health in general.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced cerebral infarction in a new vascular treated vascular territory that was r eported on the 24-hour post-procedure computerized tomography (CT) performed on (B)(6) 2024. Additionally, it was reported that during procedure on (B)(6) 2024 the final post-procedure modified thrombolysis in cerebral infarction (mtici) score was 2a. It is unknown if there was any impact to the patient or additional medical intervention required to prevent permanent injury or impairment. It us unknown if there was an n assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or clinical events committee (cec). Additional information received reported that the site had updated the 24-h follow up image crf. No infarct in new vascular territory was reported. The site verified and updated the final mtici score to 2a; therefore, there was no failed recanalization to be reported. The site verified follow up imaging showed expansion of the index infarction. Specific symptoms were not provided by the site. Nihss baseline was 9 at 24h 8 and discharge 6. There was no treatment noted for the event. The patient was recovering/resolving. Additional information received reported that 24 hour imaging on (B)(6) 2024 showed subarachnoid hemorrhage, though the site verified that this was not clinically significant. A phenom 21 microcatheter had also been used in the procedure. It was indicated that the patient passed away on (B)(6) 2024, but the circumstances surrounding the patient's death were not reported. The patient's baseline mrs score was 2, and at the procedure it was 4.